Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the right coronary artery. After a 6f non-bsc guide extension catheter was advanced, a 3.00 x 38mm synergy stent was selected but got hung up and failed to cross the non-bsc guide extension catheter. When the device was pulled out, it was noted that the stent was damaged. The procedure was completed with another 3.00 x 38mm synergy stent along with another 2 synergy stents . No patient complications were reported and patient's status was fine.